Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle of the insufflation channel is clogged by a dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign matter remaining on the device could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. ·labeling: such events can be detected and prevented according to the following ifus: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.